Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown humeral stem, catalog # ni, lot # ni; unknown glenosphere, catalog # ni, lot # ni; unknown baseplate, catalog # ni, lot # ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Discarded by hospital.

Event description:
It was reported that the patient underwent initial total reverse shoulder arthroplasty. Subsequently, the patient dislocated during therapy. The patient was revised due to the disassociation of the polyethylene. No further information is available.

Manufacturer narrative:
No device was returned. The complaint cannot be confirmed. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.